Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had continuous ventricular arrhythmia requiring defibrillation or cardioversion.

Event description:
It was additionally reported that the patient had continuous ventricular tachycardia (vt). The patient experienced low flow alarms. Direct current (dc) shock was performed and the patient's condition improved. The arrhythmia was not thought to be device or therapy related, and the patient had an implantable cardioverter defibrillator (ICD) implanted. The patient was stable and attending outpatient follow-up.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist device (lvad), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The reported low flow alarms could not be confirmed as no log files were provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. A is currently available. The IFU section "introduction," lists adverse events, including arrhythmia, which may be associated with the use of heartmate 3 lvas. This section also provides an explanation of each of the pump parameters, including pump flow. The IFU section ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. The IFU section ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.